Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, surgeon inserted a urinary foley catheter into the bladder, with one channel connected to the irrigation solution and the other to the drainage bag. During the procedure, it was observed that the drained fluid flow was obstructed. The catheter was immediately discontinued and replaced with a new one.